Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the distal clevis pin missing from the force amplification pulley. The pin was not returned with the instrument. The clevis and other components adjacent to the dislodged pin do not show damage.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the prograsp forceps instrument was found to have one of the pulley components displaced outward from the instrument. Once outside the patient, it had to be completely removed in order to separate the instrument from the cannula. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps was inspected prior to use and there was no visible damage. Surgeon visually noticed the defect during the procedure, and it did not affect the functionality of the instrument. The port incision had to be slightly enlarged by few millimeters to ensure that the displaced component, which was in contact with the cannula edge during removal, would not damage the patient's skin. There was no need to open another port incision in order to continue with the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Review of the provided image is consistent with the reported complaint; a dislodged pin was observed. Root cause of the failure mode cannot be confirmed without the returned device.